Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the field representative was contacted by the hospital noting the patient was being inappropriately paced even though they had an underlying rhythm. The hospital stated that the pacemaker was programmed a lower rate limit of 60 paces per minute with appropriate sensitivity values. In each instance, the patient was paced at a rate of 100 paces per minute. The field representative discussed with the hospital staff that it sounded like magnet pacing, however they checked for magnets and found none. The field representative recommended turning off the magnet feature in the pacemaker. Once programmed off, the patient was still paced inappropriately at a rate of 100 paces per minute. It was also noted that the pacemaker showed one year remaining battery and a couple days later was at elective replacement indicator (eri). Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.